Event description:
Patient posted on facebook, including: "...I got the (B)(6) implanted and it worked for about 4 months and now I am going through all that stuff again... I am finally seeing a urologist hoping they'll help me if not I will have it removed I shouldn't be in so much pain at my implant site after all this time". "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".